Event description:
It was reported that, during an arthroscopy, the videoarthroscope hd lens was very blurry and a ring was visible on the side of the image. Surgery was completed after a delay greater than 30 minutes, using a back-up device instead. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image found a blurry surgical image in which a ring was visible on the side. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.